Event description:
Consumer compared two blood sugar level test kits and found that one kit was always 15-30% lower than the other one. The test was conducted at a clinic about five minutes after the clinic personnel conducted their blood sugar level test. Pt contends that he follows each kit's directions prior to the usage. One kit tested at 75. The other kit tested at 110. Pt is concerned about the accuracy of the two test kits. He is also concerned about the economics involved since the kits are very expensive.